Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose. Troubleshooting was performed and it was found that cannula was bent. Customer reported that blood glucose had elevated to 400 mg/dl. Customer did not feel that issue was due to insulin pump. Infusion set would be replaced.